Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain and liner loosening. A revision surgery is planned.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: zimmer continuum shell, item# (B)(4), lot# unk, unknown zimmer zmr spout body, unknown zimmer zmr stem, unknown femoral head prosthesis, it is unknown when these devices were implanted/explanted. This report will be amended when our investigation is complete.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history records were reviewed and discrepancies were found. Review of the complaint history determined that no further action is required. Outside review of xrays was inconclusive. Root cause is unable to be determined. If further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.